Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully in december 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. The pad-pak was removed and reinstalled during this time. Multiple manual power ups of mainly of ten minutes duration were recorded between the (B)(6) august 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would further suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo-pins, however this did not affect the devices ability to deliver therapy as demonstrated during the investigation. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.